Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock, due to decreased r-wave amplitudes that resulted in double counting. The field representative reported trouble shooting was performed. All sense vectors were reviewed, and an exercise test was done. The inappropriate shock occurred in the primary vector, and it was noted the patient was in chronic atrial fibrillation (af). The patient's heart rate was brought up to 147 bpm and no arrhythmia or aberrancy was able to be recreated. Good sensing was observed in all vectors during the exercise test. The sense vector was reprogrammed from primary to secondary and the rate cutoff for the shock zone was increased from 220 bpm to 250 bpm. No adverse patient effects were reported.